Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a scheduled pacemaker device replacement procedure, a routine evaluation was performed. The evaluation indicated chronic high out of range pace impedance measurements greater than 2000 ohms on this right atrial (ra) lead in both the bipolar and unipolar configurations. The out of range measurements were indicated to be present for at least one year. In addition, the ra lead exhibited no capture and undersensing. Capture and sensing were evaluated in both the bipolar and unipolar configurations with no change observed. After discussing the findings with the implanting physician, the decision was made to surgically abandon and replace the ra lead, in addition to the pacemaker device replacement. The ra lead was also evaluated via fluroscopy during the procedure and a lead fracture was observed. The surgical procedure was successfully completed, the post-operative check completed prior to patient discharge indicated excellent capture and sensing measurements and the patient felt great. No additional adverse patient effects were reported.